Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an initial bilateral lead placement procedure the patient developed blood and edema around the right lead and edema around the left lead one day after the lead placement. A CT scan was performed intraoperatively and it was clear. The patient was scanned again on (B)(6) 2019 and the edema was found then. The patient was sent to neuro ICU due to decline in cognitive status. The physician believes the reported issue is related to the procedure.